Event description:
It was reported the patient had an infection. It was noted that there was fluid behind the implantable neurostimulator. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead.

Event description:
Additional information received reported patient outcome was resolved without sequelae on (B)(6) 2013. The entire system was explanted on (B)(6) 2013. Lab work diagnostic results showed infection on (B)(6) 2013. A CT scan without contrast showed fluid behind the generator on (B)(6) 2013. The incisional site/device tract was neurostimulator pocket. It was noted that it was not related to device or therapy and was related to the implant procedure.